Event description:
Three pts underwent the hemodialysis treatment which used rexeed-ax, and occurred the extreme decrease of platelets. Pt 2 of 3: pre-dialysis platelet count 58 giga/l, to post-dialysis 8 giga/l each.

Manufacturer narrative:
Rexeed-15lx is similar device marketed in us, asahi rexeed-sx/lx dialyzer ((B)(4)). The actual used dialyzer was not returned to us for investigation and the lot number was unk. Thrombocytopenia could occur during dialysis treatment and/or extracorporeal treatment from multiple factors such as a pt condition (including primary disease and treatment condition), dialyzer (membrane material and compatibility), blood tubing, operating condition, treatment condition, combined medicine including anticoagulants and others. The caution for this event is described in instruction for use. The symptom was reported to published scientific article entitled "use of electro-beam sterilized hemodialysis membranes and risk of thrombocytopenia": jamma, (B)(4) 2011.